Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the device delivered malformed clips and misfired (clips were falling out). It was unknown if any clips fell into the patient. No additional information was available. The procedure was completed with a fourth device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Various on each of 3 devices. Dr (B)(6) tried multiple firings outside patient and had issues. Did any clips fall into the patient? If yes, were the clips retrieved? Yes clips were in patient, but retrieved. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Not known. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. The analysis results found that one el5ml device was received with a clip jammed in jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw causing 2 clips gap; the remaining 7 clips were conforming. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition the device locked out as intended but the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.